Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported that a patient expired while using a trilogy ventilator. The manufacturer received copies of the ventilator's downloaded event logs, patient logs and videos that appear to capture the event. The ventilator is unavailable for further evaluation and testing at this time. The videos were reviewed by the manufacturer. On the reported date of the event, (B)(6) 2019, the patient became restless in bed. The patient was thrashing and at approximately 22:04 local time appeared to de-cannulate. This time is based on the video time stamp and is estimated to be approximately 1:10 behind actual local time. The video does not include audio. The visual alarm indicator on the ventilator did not activate when the patient became de-cannulated. No physiological monitors such as a pulse oximeter were in use at the time of the event. The ventilator's apnea alarm was deactivated on (B)(6) 2018 and was not active at the time of the event. A caregiver entered the room at approximately 22:25 local time and found the patient unresponsive. At approximately 22:26 local time the tracheostomy tube appears to have been reinserted and chest compressions began at 22:29 local time. The patient circuit was disconnected at the tracheostomy tube for manual ventilation at approximately 22:32 local time and the ventilator's visual alarm indicator became active. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The patient data logs were processed through direct view, a software program that generates waveforms, trends, usage patterns, and summary statistics. The patient waveforms were reviewed and indicate a partial occlusion or circuit resistance held pressure in the patient circuit throughout the time of the event. Pressure, tidal volume, flow and leak were maintained at near normal levels following de-cannulation. Device labeling states the following: prior to placing a patient on the ventilator, a clinical assessment should be performed to determine: the device alarm settings, needed alternative ventilation equipment, if an alternative monitor (i.e. An alarming pulse oximeter or respiratory monitor) should be used. Test the operation of the circuit disconnect function daily and whenever a change is made to the patient circuit. An increase in circuit resistance can prevent proper operation of some alarms. For ventilator dependent patients, do not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect and low peak inspiratory pressure alarms. Medical records indicate the patient was receiving two liters of supplemental oxygen. Device labeling further provides: when administering fixed-flow supplemental oxygen, the oxygen concentration may not be constant. The inspired oxygen concentration will vary, depending on the pressures, patient flows and circuit leak. Substantial leaks may reduce the inspired oxygen concentration to less than the expected value. Appropriate patient monitoring should be used, as medically indicated, such as an alarming pulse oximeter. Had an alarming pulse oximeter been utilized as recommended, it would have alarmed when the patient's oxygen saturation fell below the threshold set for the device. The manufacturer has determined that in all likelihood a partial occlusion or circuit resistance held sufficient pressure in the patient circuit to maintain levels that did not violate alarm parameters